Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a case, a piece of the active waveguide disengaged. There was no patient injury. Additional questions regarding the device and incident have been extended.

Manufacturer narrative:
(B)(4). Date of initial report : 08/08/2016. Date of follow-up report : 08/10/2016. New information in age/date of birth, sex and describe event or problem.

Event description:
New information received indicates the procedure was a laparoscopic low anterior resection. The piece of the waveguide that disengaged fell into the patient cavity and was retrieved. Another dissector was opened and used to complete the case. There was no patient injury. .